Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance with turning off the insulin pump. The customer reported that he ran out of insulin and his blood glucose level rose to 400 mg/dl. The customer also reported that the battery cap could only be removed with a screwdriver. The battery cap was replaced; the insulin pump was not replaced or returned for analysis.